Manufacturer narrative:
Additional information: d9, g3, h6. Complaint allegation is confirmed. One unpackaged ar-9676 angled reamer drive shaft with unknown batch number was received for investigation. Visual evaluation noted that the ar-9676 was stuck inside an ar-9597-10 angled reamer sleeve batch number: 37622112. Functional testing was not performed due to the returned ar-9676 angled reamer drive shaft being stuck inside an ar-9597-10 and not being able to be moved freely. The most likely cause can be attributed to misuse due to interference with the mating instrument. Visual evaluation also found multiple dents, and scratches at the hudson connector of the device. The most likely cause for this failure can be attributed to misuse/mishandling due to the damage to the device. Refer to the investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that (2) ar-9597-10 angled reamer sleeve is stuck inside of each (2) ar-9676 angled reamer, drive shaft. The case was completed successfully without incident. This was discovered during an unspecified procedure on (B)(6) 2024, with no reported patient harm. Additional information received on 2/23/2024: this occurred during a reverse total shoulder procedure on (B)(6) 2024. There was no case delay reported. The case was completed using a 10 degree augmented baseplate. There were no adverse effects on the patient.